Event description:
It was reported that the implantable cardioverter defibrillator exhibited over-sensing noise and undersensing. The patient was brought into clinic and noise was unable to be reproduced. Programming changes were performed. There were no patient consequences.